Manufacturer narrative:
Information was received through a good faith effort (gfe) response that the reported keypad failure did not occur. Therefore, this report is being redacted.

Manufacturer narrative:
E1: reporting institution name -(B)(6) hospital.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's keypad failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.